Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer complained that the insulin pump cannot turn on after putting in the battery. Troubleshooting was not performed on the customer's insulin pump. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test or excessive no delivery test or verify operating currents due to motor error alarm. No blank display or moisture damage on electronic assembly noted. Insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.